Event description:
Patient with acute ischemic stroke with findings or occlusion of the proximal right middle cerebral artery on CT angiography of head. During cerebral angiogram with thrombectomy there was a fracture of a distal suction catheter (zoom 71), that was successfully retrieved with trevo nxt 6 mm x 37 mm single pass. Through the guide catheter a zoom 71 reperfusion catheter was advanced over an area total callosities microwire until the 71 was positioned at the area of occlusion. It was connected to the suctioning after 1 min thrombectomy was performed with concomitant manual suction on the guide catheter with a 60cc syringe. Repeat subtracted angiography demonstrates persistent occlusion of the right m1 segment. Therefore this process was repeated a second time, however on the second pass there was visualized fracture of the distal segment of the zoom 71 and the proximal segment was removed with a visualized fracture point on the removed catheter. At this point to retrieve the fractured distal zoom 71 tip, a tract 21 microcatheter was advanced over an aerosol 18 microwire through the guide catheter and through the fragmented segment of the zoom 71 into the proximal right middle cerebral artery across the area of occlusion. The wire was removed and through the microcatheter a tree of "cin" and xt 6mm x 37 mm stent retriever device was deployed in the proximal right middle cerebral artery under live fluoroscopy and roadmap guidance. The retriever was pulled back with the retrieve segment of the zoom 71 which was completely removed from the pt's body. Repeat subtracted angiography demonstrates interval recanalization of the previously occluded right middle cerebral artery but the severe irregular stenosis visualized. There is tlc i3 reperfusion. The cerebral findings: r m1 occlusion, tic i3 reperfusion, severe re-occluded stenosis of r m1 revascularized with atlas 3 mm x 21.